Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was above 400 mg/dl the time of incident. The customer¿s current blood glucose value was unknown. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with insulin drip. The customer was admitted into hospital as a result of high blood glucose. Customer alleging possible insulin pump was under delivery because customer getting bolus. The device will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 13-jul-2022, there is no unexpected alarms/suspends noted. However, no delivery alarm/insulin flow blocked alarm was recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 13-jul-2022 listed on smartsolve. Daily total of all insulin delivered: 360250 (36.025 u). Daily total of basal insulin delivered: 143250 (14.325 u). Daily total of bolus insulin delivered: 217000 (21.7 u). On (B)(6) 2022 00:36:23.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 22750 (2.275 u). Bolus amount delivered: 22750 (2.275 u). On (B)(6) 2022 00:40:00.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2500 (0.25 u). Bolus amount delivered: 2500 (0.25 u). On (B)(6) 2022 00:45:01.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3250 (0.325 u). Bolus amount delivered: 3250 (0.325 u). On (B)(6) 2022 00:50:01.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3500 (0.35 u). Bolus amount delivered: 3500 (0.35 u). On (B)(6) 2022 00:55:00.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). On (B)(6) 2022 01:05:05.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 4250 (0.425 u). Bolus amount delivered: 4250 (0.425 u). On (B)(6) 2022 05:08:07.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction (6). Normal bolus amount programmed: 41750 (4.175 u). Bolus amount delivered: 41750 (4.175 u). On (B)(6) 2022 10:17:41.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction (6). Normal bolus amount programmed: 56000 (5.6 u). Bolus amount delivered: 56000 (5.6 u). On (B)(6) 2022 15:54:21.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 30000 (3 u). Bolus amount delivered: 30000 (3 u). On (B)(6) 2022 16:15:05.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3500 (0.35 u). Bolus amount delivered: 3000 (0.3 u). On (B)(6) 2022 16:22:07.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 15500 (1.55 u). Bolus amount delivered: 15500 (1.55 u). On (B)(6) 2022 17:30:07.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 4500 (0.45 u). Bolus amount delivered: 4500 (0.45 u). On (B)(6) 2022 17:40:07.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3750 (0.375 u). Bolus amount delivered: 3750 (0.375 u). On (B)(6) 2022 18:20:09.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 4750 (0.475 u). Bolus amount delivered: 4750 (0.475 u). On (B)(6) 2022 18:30:01.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3000 (0.3 u). Bolus amount delivered: 3000 (0.3 u). On (B)(6) 2022 18:40:01.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2750 (0.275 u). Bolus amount delivered: 2750 (0.275 u). On (B)(6) 2022 18:50:01.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 3000 (0.3 u). Bolus amount delivered: 3000 (0.3 u). On (B)(6) 2022 19:10:00.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2500 (0.25 u). Bolus amount delivered: 2500 (0.25 u). On (B)(6) 2022 19:30:00.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). On (B)(6) 2022 19:44:57.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2000 (0.2 u). Bolus amount delivered: 2000 (0.2 u). On (B)(6) 2022 20:04:55.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2250 (0.225 u). Bolus amount delivered: 1000 (0.1 u). On (B)(6) 2022 20:09:53.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2250 (0.225 u). Bolus amount delivered: 500 (0.05 u). On (B)(6) 2022 20:15:02.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 2750 (0.275 u). Bolus amount delivered: 2750 (0.275 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 13-jul-2022 in the formatted history file. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: on (B)(6) 2022 18:21:00.000. On (B)(6) 2022 08:40:00.000, on (B)(6) 2022 08:50:00.000, on (B)(6) 2022 18:45:00.000, on (B)(6) 2022 18:55:00.000. On (B)(6) 2022 19:05:00.000, on (B)(6) 2022 19:15:00.000. On (B)(6) 2022 00:20:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: on (B)(6) 2022 19:31:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: on (B)(6) 2022 16:15:05.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery on (B)(6) 2022 20:04:55.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2022 20:09:53.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2022 09:52:13.000. On (B)(6) 2022 15:42:07.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.